Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon reported the following additional information. The patient underwent an uneventful left eye (os) cataract surgery followed by stent implantation. Per report, the patient is pancytopenic due to a prior hepatitis c and has an allergy to penicillin, which required not receiving intracameral antibiotics. Reportedly, this contributed to the reported endophthalmitis. Medical intervention of tap and injection of vancomycin with amikacin were performed. The patient is reportedly doing well with visual acuity recovered and the vitreous cell resolving with some retinal folds still noted.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Endophthalmitis is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Endophthalmitis is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract plus trabecular micro bypass stent, the patient presented with endophthalmitis postoperatively. Through follow-up, the surgeon conferred with glaukos medical monitor who reported that the endophthalmitis has resolved, and the patient was reported as ¿doing well with no residual complications or issues¿. Per report, based on the patient¿s prognosis, no additional intervention (stent removal) is required. Additional information has been requested.